Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator for fecal incontinence and urge incontinence. It was reported that the patient was feeling quite sore and like "kind of a mess" since surgery. The patient stated that she was uncomfortable and had soreness at the incision site. It was also mentioned that she was itchy where the tape was and she was taking an antibiotic which she thought may or may not be changing her symptoms. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that time would resolve the soreness/uncomfortableness at the incision site. The hcp reported that an exam of the patient showed everything was normal. The hcp stated that the soreness/uncomfortableness has not been resolved yet (acute post-op). Patient weight was updated. There were no further symptoms or complications reported or anticipated. Additional information was received from a healthcare provider (hcp) on (B)(6) 2018. It was reported that the patient had a urinary tract infection (uti) during the trial (confirmed it was pre-existing/unrelated) and they were on antibiotics for this. There were no antibiotics given prophylactically during the trial or related to the trial. There were no further symptoms or complications reported or anticipated. MDR decision corrected to not reportable. No additional supplemental required unless additional information received indicates reportable event.